Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a baxter homecare nurse from (B)(6) of peritonitis recurrence in a patient coincident with (imported) extraneal viaflex and physioneal, unspecified product therapies. On (B)(6) 2011, the patient experienced peritonitis recurrence manifested by cloudy effluent and pain which required hospitalization. On an unreported date, physioneal, unspecified product (3,86%) was withdrawn and the patient began an increased dose (and change in concentration) of physioneal, unspecified product (2,27%) (3 bags, daily, lot number not reported). On an unreported date, the patient began remedial therapy with ampicillin (dose and frequency not reported, ip). On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, extraneal viaflex and physioneal, unspecified product (2,27%) therapies were ongoing and the outcome for the event of peritonitis recurrence with (B)(6) was resolving. It was not reported if the event of pain had resolved. Concomitant medications were not reported. The nurse considered the event of peritonitis recurrence with (B)(6) to be unrelated to extraneal viaflex and physioneal, unspecified product therapies. The nurse did not provide an assessment of causality for the event of pain.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.